Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Correction: section d: device model updated to truetrack to reflect complaint report. Wrong model (true results) was inadvertently reported in the initial report.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 96-130mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 145mg/dl and 136mg/dl. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 96-130mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 145mg/dl and 136mg/dl. Reviewed meter memory: (B)(4). Customer is concerned with results of 155, 509, 362 and 184mg/dl. No adverse event reported.